Event description:
It was reported that the patient had a ruptured disc and she was having her device removed so that the can have a MRI. It was noted that the patient had their stimulation off at the time of the report and was using oral muscle relaxers. It was further reported that the right lead was sore over the top of the patient's kidney and she could "feel the lead there." It was also noted that the patient did not recall the lead being bumped. The patient asked if the lead could puncture her kidney but noted that she could not feel the tip of the lead over the kidney. It was also noted that the patient did not know if the lead had moved. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient. (B)(4).

Manufacturer narrative:
Analysis of neurostimulator model 37713 serial # njk717553h showed no significant anomalies. Analysis of lead model 3889-20 lot # v822628022 showed no significant anomalies. Analysis of lead model 3889-20 lot # v822628004 showed that there was a broken conductor (#2) in the electrode area located 2.5 cm as measured from the distal end and open circuit seen on segment 2 (lead was returned in 2 segments). No shorts were seen between circuits. The lead was pinched as the suspected site of the anchor. Good stable output was seen on segment 1.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had their device removed electively. It was noted that there was no injury and the patient recovered without sequela.

Event description:
Additional information stated the patient¿s children ¿hit the battery spot on a regular basis¿ and it ¿gets very tender.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.